Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations and spinal pain. It was reported that the implantable neurostimulator (ins) was not working properly. The patient stopped getting coverage for his pain. Also, when the ins was on his stimulation felt too strong. The issues started to occur in (B)(6) 2015. He tried decreasing but it did not resolve the issue. The patient had his ins turned off. The patient requested a manufacturing representative (rep) to be at his appointment on (B)(6) to try adjusting this therapy. He also had been having other health issues and surgeries related to his cancer. Further follow-up is being conducted to determine what the circumstances were that led to the issues and what steps were taken. If additional information is received, a follow-up report will be sent.